Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the shock was not delivered due to incorrect operational check performed by the user. The user was guided to correct the operational check process and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Reporter last name: (B)(6). Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address city: (B)(6). Reporting address postal (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the shock was not delivered. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.